Event description:
The arterial line on the 8 fr. Iab clotted off and the dr was unable to aspirate blood from the inner lumen. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: unknown - reported 9/30/98. Pt's current status: unk - reported 9/30/98.